Event description:
The pt stopped feeling stimulation, saw her hcp, and was informed that the implantable neurostimulator battery was 'gone'. About 1 year later she began to feel vibrations in her abdomen and leg similar to when neurostimulation was on at a low level. The sensation stopped for several days when the pt would press the off button on the pt programmer, but would return. The sensation was occurring with greater frequency. The implantable neurostimulator battery indicator light was blinking which indicated a low, but not entirely depleted battery. The implantable neurostimulator did not have a magnetic reed switch. There was no accident or incident related to the complaint. The pt did not have an hcp, but wanted to have the device explanted. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).